Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00x20mm promus element¿ plus stent was advanced but encountered difficulty in crossing the lesion. It was then noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR:  the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).